Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The customer indicated the line cracked after 12 hours from insertion. Date PICC insertion 11/4 no harm to the patient. A new PICC was placed for continuation of prescribed therapy.

Manufacturer narrative:
Additional information provided in h.6. And h.11. Evaluation summary: a review of the DHR and inspection records could not be conducted since a lot number was not provided. After three notifications, there has been no sample returned for review. There has been no visual evidence provided that would support the alleged allegation. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.